Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that, one day post-implant, inappropriate mode switch caused the patient to experience pacemaker syndrome. The right atrial (ra) lead was noted with far field r-wave (ffrw). The lead was repositioned to the atrial lateral wall. The lead remains in use. No further patient complications have been reported as a result of this event.